Event description:
The customer questioned results for 10 patient samples tested for estradiol - e2 (estradiol ii) when a dilution was performed. The customer provided data for 11 patient samples. Of the data provided, 3 were erroneous. All initial estradiol ii results were > 3000 pg/ml. The initial results > 3000 pg/ml were believed to be correct. The specific results were not provided. These samples were diluted 1:10 by the e170 analyzer and repeated. The diluted results were reported outside of the laboratory. Patient 1 initial estradiol ii result was >3000 pg/ml. On (B)(4) 2015, the diluted repeat result was 4373 pg/ml. Patient 2 initial estradiol ii result was >3000 pg/ml. On 03/19/2015 the diluted repeat result was 2302 pg/ml. Patient 3 initial estradiol ii result was >3000 pg/ml. On (B)(4) 2015, the diluted repeat result was 3937 pg/ml. No adverse events were reported. The estradiol ii reagent lot was provided as "00000" with an expiration date of 04/29/2018.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Calibration and quality controls were within specification. Ivf patients are administered many hormones which likely cause cross reactions with yet unknown metabolites. Some ivf patients may not produce plausible dilution results. There is no directly applicable specification for recovery of ivf patient samples with dilution.